Event description:
A trilogy 100 ventilator, u.s.a - bt device was returned to the manufacturer for recertification. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician confirmed the device failed the test dp purge valves and test active exhalation proportional valve test steps. The active exhalation control module (aecm) has been replaced to address these failed test steps. Additionally, it was noted that there were no significant events in the error logs. The service technician also commented that the rubber feet were missing/displaced, the front enclosure was damaged, the rear enclosure was damaged, there was a gap in the enclosures, the handle was damaged, and the enclosure top plate was damaged; all of which were replaced to address the issues. After the evaluation and rework were complete, the device passed all final testing.

Manufacturer narrative:
The reported failures of test dp purge valves & test active exhalation proportional valve test steps are accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for these failures are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failures in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 ventilator, u.s.a - bt device was returned to the manufacturer for recertification. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician confirmed the device failed the test dp purge valves and test active exhalation proportional valve test steps. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the failed test steps. Additionally, it was noted that there were no significant events in the error logs. The service technician also commented that the rubber feet were missing/displaced, the front enclosure was damaged, the rear enclosure was damaged, there was a gap in the enclosures, the handle was damaged, and the enclosure top plate was damaged; all of which were replaced to address the issues. If any additional information is received regarding the repair, a follow-up report will be filed.